Event description:
A feeding tube was inserted and confirmation chest x-ray showed it to be in the left lower lobe of the lung. The tube was removed. Shortly, thereafter the patients saturations dropped to the low 80's. He was noted to have decreased breath sounds over the left chest. A decision was made to place an emergent chest tube. This resolved the pneumothorax.